Manufacturer narrative:
Citation: linke, a. Md et al. Effect of valve design and anticoagulation strategy on 30-day clinical outcomes in transcatheter aortic valve replacement: results from the bravo 3 randomized trial. Catheter cardiovascular intervention (2017) nov 15;90(6):1016-1026 doi 10.1002/ccd.27154 earliest date of e-publish/publish used for event date.   No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the effect of valve design and anticoagulation after a transcatheter aortic valve replacement (tavr). All data were collected from a multi-center, multi-country registry between 2012 and 2015. The study population included 802 patients, 282 of which were implanted with a self-expanding corevalve, evolutr or non-medtronic tavr. Serial numbers were not provided. The self-expanding tavr study population was predominantly female; mean age 82.9 ± 6.1 years. Among all patients implanted with a self-expanding tavr adverse events included: cerebral vascular accident (cva), ventricular perforation, device migration, vascular complications, atrial fibrillation (afib), myocardial infarction (mi), blood loss and the implant of a second valve. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.